Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.037.028-us, lot: 9345766, manufacturing site: hagendorf, supplier: n/a, release to warehouse date: 08 may 2015, expiration date: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the 5mm hex flexible screwdriver (p/n: 03.037.028, lot #: 9345766) was returned and received at us customer quality (cq). Upon visual inspection, it was observed the shaft of the returned device was cracked at its distal end. No other issues were observed with the returned device. Device failure/defect identified? Yes. Dimensional inspection: measured dimensions: shaft diameter = conforming. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed flexible screwdriver hex5, cannu flexible shaft no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion the complaint condition was confirmed as the device was cracked. No definitive root cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 during a hip fracture procedure with trochanteric fixation nail ¿ advanced (tfna) it was noticed the flexible screwdriver was broken. The device was still in one piece, but the handle was cracked. The surgery was completed successful with no extra time on it. Patient outcome was unknown. This report is for a flexible screwdriver. This is report 1 of 1 for (B)(4).